Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One ar-2657dl plate received. Plate was broken in half with the fracture line connecting hole h14, slot 3, and hole h15. No information provided regarding post operative compliance or re-injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a clavicle plate inserted on (B)(6) 2013. A couple of weeks post-op the patient came back for a revision after snapping the plate. The plate and hardware were removed. A new plate was inserted. The surgeon went with a different manufacturer's plate.